Event description:
This event was reported as insufficiency, congestive heart failure and a perivalvular leak. It appeared that previous implant did not seat properly along the left-coronary cusp. No further information was provided.